Event description:
A (B)(6)-old patient was implanted lumbo peritoneal derivation. After one week, the physician has found that the valve was difficult to adjust. The physician decided to go to surgery in order to check the valve. In operating room, the physician tried to adjust the valve of patient.

Manufacturer narrative:
The device was returned to our quality department for analysis. However, given the state of return of the device, the analysis could not be performed. The product was indeed returned in a container, mired in unknown fluid, most likely of human origin, making it unsafe for our quality staff to manipulate the device. The control was therefore not performed and a reminder was sent to our distributor to remind him of the returned conditions described in the IFU of the device.

Event description:
A (B)(6) patient was implanted with a lumboperitoneal derivation. After one week, the physician found that the valve was difficult to adjust. He went to surgery in order to check the valve. In the operating room, he tried to adjust the valve of the patient but failed again. The device was explanted and replaced by an identical model.